Event description:
Valve would not depress or flush. It was believed that they attempted to flush twice when attached to peritoneal catheter. It was disconnected and still wouldn't flush after several attempts, even though valve was depressed.